Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 was 358 mg/dl with strong fruity breath odor, polydipsia, extreme drowsiness, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: a loss of prime alarm occurred more than once with the same cartridge; the alarm history indicated the loss of prime alarmed occurred more than 3 times; the cartridge cap was secure; the entire prime sequence was being completed with each cartridge change and instructions for use were being properly followed; there was no sudden change in force or temperature preceding the alleged alarm. This complaint is being reported because the alleged hyperglycemia was due to a cartridge malfunction.

Manufacturer narrative:
A retained cartridge was evaluated by product analysis on 01/22/2015 with the following findings:a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.